Event description:
It was reported the atrial lead was capped and replaced due to a suspected fracture, noise, high impedances which tripped the lead alert. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for maximum atrial pace bipolar impedance equal to 551 to 4047 ohms peak between (B)(6) 2012.